Event description:
New information received notes programming changes were made. There were no reported patient consequences.

Event description:
It was reported that noise resulting in oversensing observed as high ventricular rate episodes was observed on the right ventricular (rv) lead. Programming changes were recommended. There were no reported patient consequences.